Manufacturer narrative:
The investigation into the purge disc/flag issues has been completed. The automated impella controller (aic) was returned for investigation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the aic did not recognize the purge cassette, reinserting the cassette did not solve the problem. The aic was replaced and there were no further issues. No report of patient harm or injury.